Event description:
The pt was in the endoscopy suite for peg placement. As the gastrostomy was advanced in the usual manner through the abdominal wall, it slid easily at the point where the button on the end of the tube usually catches on the gastric wall, it failed to do so. Instead it collapsed with a very little tension and began to show signs of egress through the skin incision. The pt was transferred to the operating room for open g-tube placement. In or the surgeon confirmed that the peg tube was not in place and removed it --replacing it with a 22 french foley cath that was secured in place. Pt tolerated the procedure in stable fashion.